Manufacturer narrative:
A5 - ethnicity: chinese. H3: device evaluation is anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the seal of the flexor ureteral access sheath and dilators package was not complete prior to a ureterolithotripsy procedure. The issue was found when the nurse opened the outer package to check it. The device did not make patient contact. The procedure was completed by using same-type device. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Correction: this report is being sent to indicate the complaint event is not reportable. During investigation of the returned device, it was noted that the returned pouch was found to have an open seal. The visual imprint of the seal was observed on the clear mylar of the pouch, indicating proper assembly. Cook has concluded that the device was manufactured to specification. There is no evidence to suggest that the observed device failure, "the seal opened as a result of the shipping/handling of the device" would be likely to cause or contribute to a death or a serious injury if the failure were to recur. Furthermore, there is no evidence that the device caused or contributed to a serious injury, as no life-threatening or permanently impairing injury took place, nor was intervention taken as a result of the device failure which would be required to prevent permanent impairment or damage to the patient. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction.

Event description:
This event no longer meets the qualifications for a reportable event. See h11.